Event description:
During a persistent atrial fibrillation procedure, a perforation occurred. After transeptal access there was low tension. Ablation of the pulmonary veins was then performed and the procedure was completed, but the tension was still low, around 8. The heart was checked via an echocardiogram but there was nothing noted. The patient's abdomen was swollen so a CT scan was ordered, which confirmed an abdominal hemorrhage due to a perforation in the iliac artery, and protamine was administered. The physician believes that the perforation occurred at the beginning of the procedure while introducing the sheath in the venous access. There were no alleged performances issue with any devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.